Manufacturer narrative:
D4: full UDI is not available due to missing lot number. H6: a follow up report will be sent when the investigation is complete.

Event description:
It was reported that during a case the perforator did not stop and drilled into the brain. A delay to procedure was reported to achieve hemostasis. No further information available at this time.